Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During initial MFR testing of a gemstar pump initially reported as MFR number 2921482-2004-00453, no flow was noted from the distal end of the tubing set that was returned with the pump for testing. The initial report indicated, "report received from an international affiliate of a nondelivery. The report states, 'gemstar pump was at pt's location and programmed on continuous mode plus bolus. Connected 3 days prior at 12h30. Flexible bag with 300 ml and 300 mg of morphine. Pt is a child. No alarm when the infusion began. The child is hospitalized 2 days prior to date of event 12h00 in hematology ward at a hosp for general state degradation. Pt stayed connected to the pump. Sunday morning the nurse found that the bag did not empty (still full). The pump was keeping on recording continuous infusion plus requested bolus. From that time, the pump has been changed.' Upon further query the following info was received: the homecare pt had been using the same pump for weeks for pain management therapy. The pump was programmed in the continuous plus bolus mode to deliver morphine 1mg/1ml at continuous rate of 3ml/hr plus with an unspecified bolus dose. Three days prior at 1230, the tubing set was changed and the therapy was continued. Two days later at 1200, the pt was admitted to the hosp in a 'general state of degradation.' The following day, the nurse noted the device display was incrementing, but no infusion was observed. The device was removed from clinical service.' 'Therapy was resumed at prescribed dose using a replacement pump, set, and bag. The following day, the patient reportedly expired. The contact reported that no autopsy was performed because the patient's 'death was completely related to leukemia, and not to the pump.' Though requested, no additional information was provided."